Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed there was no system malfunction. Investigation of the case logs determined the root cause to be user technique. For the level of t9, the ap fluoroscopy image was taken while movement was occurring. Movement can lead to a tracking error if the c-arm changes position from when the x-ray is emitted to when the x-ray image comes over to the system. A tracking error can cause navigation integrity issues and lead to the misplacement of screws. Additionally, during the t9-l trajectory, the software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted in the end effector. Software correctly detected the warning and alerted the user. During the freehand insertion of t7-l, a clinical representative present at the case revealed that the surgeon was retracting skin. Skin retraction can lead to pressure on the quattro spike and drb, causing drb movement. This can lead to navigation integrity issues and lead to the misplacement of screws. The cause of the reported issue was traced to user technique.

Event description:
Case: t7-12 open. All screws were implanted under power. The patient had a tumor at t10, where we skipped planning screws. The plan was to instrument t9 and t11 and if we got good fixation we would be done. Clamp drb on l1, sm sphere on top of the clamp. We planned screws to extend the construct up to t7 and down to t12 if needed. Surgeon was on the patient's left side and another surgeon was on the right. One instrumented t11r, then the other instrumented t11l. We moved up to t9l and one surgeon was having some issues so the other took control and leaned over and instrumented t9. He felt as though it was soft. He then did t9 r, then decided he wanted to extend the construct. He did t12 and then exposed up to t7. As we recommended, he did a landmark check after exposure and proceeded. There was an excessive amount of soft tissue pressure/deflection at t7(he skipped t8). He did not want to open more but did, and we did another landmark check. Again we still had excessive deflection. He burred and drilled t7 left against unilateral retraction and excessive deflection. He ended up putting in the t7l screw-in freehand on both sides as to not extend the incision higher. Upon oarm spin, we found that t7 left and t9 left has breached laterally and the tip was angled laterally. We are confident the merge was excellent, surveillance was constantly low. We are also confident that nav integrity was held, aside from at t7 where there was much deflection and retraction. For t9l, we think it is possible when one surgeon leaned over the patient and drilled, the burr drill battery and angle exaggerated the ee lateral, the entry point was pushed lateral, causing the screw tip to miss lateral. For t7l, we think the combination of unilateral retraction, soft tissue pressure, and attempted correction of the nav by the surgeon's hand led to the missed screw.